Event description:
It has been reported to philips that during a planned non-emergency treatment procedure, smoke was coming from the control panel box of the c-arm. The user stopped using the bv libra system and completed the procedure with another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported issue. A philips service engineer inspected the system onsite and identified that the smoke coming from the control panel box of the c-arm was caused by a burned capacitor on the generator 300 back panel. The smoke self-extinguished. The generator 300 back panel was replaced in order to resolve this issue and the system was returned to use in good working order. Corrected data: codes are updated as per the investigation outcome.